Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The printer circuit boards were reseated. It was recommended to replace the single board computer kit. The customer will obtain this form an outside source. No conclusion can be drawn.